Event description:
Attorney reported: in 2007--the patient underwent surgery for repair of a ventral hernia with placement of a ventralex hernia patch. In 2008--the patient underwent surgery for removal of the previous placed mesh patch. The patient suffered continuous infections and complications over the period from the time the mesh patch was implanted until it was removed. The patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Report does not indicate any specific product problem. In addition, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.